Manufacturer narrative:
Event date is estimated. Implant date is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received.

Event description:
It was reported the patient experienced ineffective stimulation due to the system autoreducing. High impedances were noted. Surgical intervention may be pending to address this issue.